Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as burning irritation under electrodes. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation but they did start cleaning electrodes with alcohol per ts suggestion. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.